Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the ventricular rate/sense and shocking channels, resulting in pacing inhibition. No adverse patient effects were encountered. Attempts to reproduce noise with clinical maneuvers were unsuccessful. Lead measurements were reported to be stable and within acceptable ranges.